Event description:
The customer reported that oozing of under 200 cc occurred although an end tone, indicating a competed seal cycle, was heard. Clips were used to stop the oozing. The procedure was converted to open due to this issue and other issues which were not specified by the site. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.